Event description:
An infusion pump with a failure code 812:02. The facility's rep stated there were no reports of pt incidents on this pump. Info was requested by baxter regarding the medication involved, tubing product code and lot number in use, pump programming and set-up info, the date this report occurred and specific pt info, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.